Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.